Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported near the end of the procedure, the error message "battery cannot be charged, full back-up may not be available" was displayed. The service engineer discovered one of the power supplies was not functioning as expected. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Investigation in progress but not yet concluded.